Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a high sensing integrity count from the device. Continued monitoring was recommended to rule out physiologic oversensing versus a lead fracture. There were no further complaints or problems reported due to this issue. The lead remains implanted and in use. It was further reported that t-wave oversensing was seen post-pace. Post-pace blanking was reprogrammed to 240 msec from 200 msec, and the problem was corrected.

Event description:
It was reported that there was a high sensing integrity count from the device. Continued monitoring was recommended to rule out physiologic oversensing versus a lead fracture. There were no further complaints or problems reported due to this issue. The lead remains implanted and in use.